Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to damage on charged coupled device, the image has roughness and nozzle has foreign objects. A root cause could not be identified. Based on the results of the investigation, it is likely that no image, damage on charged coupled device was due to electronic component failure and cause could not be established for presence of foreign material in nozzle objects. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had sometimes image doesn't display. The issue was identified during device inspection for use. There was no patient involvement.